Manufacturer narrative:
The device is not available.

Event description:
On monday, (B)(6) 2016, dr. (B)(6) injected my two knees with your orthovisc product. By the next day I started developing a rash in my neck, chest and behind my ears, which continued to get worse as the days passed. I was puzzled about the rash, and tried to think what might have caused it. The only thing that I had done different that week was the knee shots. On monday, (B)(6) 2016, before getting the second of three shots I asked dr. Thomas carter if there was a possibility that the shots could've caused my rash and he said no. An allergic reaction - if any - would show in the knees, he said and gave me the second set of shots. Yesterday, tuesday, (B)(6) 2016, the rash was so swollen, itchy and painful that I went to my dermatologist who prescribed steroids, both oral as well as a (B)(6) ointment (which my insurance would not cover and I could not afford). I started to take the steroids immediately and I am getting better. My question is: is it advisable for me to get the third injection of the orthovisc product and why. Please keep in mind that the steroid treatment that I started yesterday will end before my third shot on monday, (B)(6) 2016. Note: the photo attachments sent to anika and the distributor were corrupted and would not open.